Manufacturer narrative:
H3) the gantry gpio was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The gpio allows trackers to be seen with the navigation system as designed. Drop out with the navigation system, as expected. No functional problem found. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000182, serial/lot #: rev. 1: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the trackers gpio board was replaced. They verified that the navigation system was able to see the trackers. They performed a system checkout and the system was working as intended. The gpio board was returned for analysis and is under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while the manufacturer representative (rep) was on site they were having issues with the navigation system being able to see the imaging system trackers. The navigation system was able to see the patient reference frame as well as communicate with the imaging system. The rep was able to bring in the navigation system in and hook it up to the imaging system and everything worked fine all green checkers were noticed. The rep checked both trackers on the imaging system. None of the new navigation systems were able to see the imaging system trackers. No patient was present at the time of the event.